Manufacturer narrative:
A ge service rep performed an onsite investigation. The system software was evaluated and reloaded. The high voltage cable was identified to be the source of the collimator issue. The customer elected to replace the high voltage cable on their own. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot to a usable state. Upon further inspection of the system, iris too large errors were also discovered. No pt or user injury was reported.